Manufacturer narrative:
(B)(4). Technician received medication an evaluation is in process. A follow-up report will be submitted when the evaluation is complete . An evaluation is in-process.

Event description:
A technician was splashed in the eye with liquid while emptying tray waste from the prism 6 channel-ce analyzer. It was indicated that the technician flushed her eyes with water, after removing her goggles and contacts, for 10 minutes. The technician received treatment at the urgent care facility (concentra). She was prescribed isentress and truvada, both anti-viral medications. No information has been provided regarding any affects from the medication. The customer relayed that the technician had an upset stomach on one day after taking the isentress medication.

Manufacturer narrative:
Evaluation of the issue included a review of the complaint text, a search for similar complaints, a design history review and a review of labeling. Return material was not available. Tracking and trending did not identify an adverse trend. A design history review concluded that hazards have been sufficiently addressed with respect to this event. Labeling was reviewed and found to be adequate. Based on the available information a product deficiency was not identified for the abbott prism next analyzer, list number (B)(4).